Manufacturer narrative:
(B)(4)

Event description:
Additional information received from the consumer indicated the patient was told by the healthcare provider (hcp) that the "pump was dead and no good anymore." It was further stated the hcp could not "restart it." A dye study was also performed and "it was blocked." The patient reiterated the pump not operating the same since being wanded at (B)(6). From that point on, the patient was violently ill. The patient went from the beginning of (B)(6) 2016 to (B)(6) 2016 until receiving more medication. The patient claimed the "pump failed to work and dumped all the dilaudid into his spine overnight." The pump was refilled a week prior to the incident. The patient felt what took place and when it happened; indicating it was not when the pump was refilled, it was a week later. The patient was redirected to follow up with their hcp regarding how the refill prior to the event went and if it was programmed correctly. The patient indicated the hcp did not update the pump. It was reviewed the pump needed to be updated after refilling. The patient then indicated that "someone had to change something because there was something wrong with it based on what the hcp said."

Manufacturer narrative:
Product analysis #(B)(4): pump and catheter segment returned. Due to the complaint, this pump is being analyzed according to an approved deviation of the rpa work instructions for smii pumps ((B)(4)). Analysis outcome: as received the pump reservoir was empty and in the minimum rate infusion mode, pa dosing once active. Pump logs gathered with no anomalies to note. Dispense testing passed. There is no indication (pump logs did not show motor stalls) that the wanding at (B)(6) caused the pump not to function.

Event description:
Additional information was received from a consumer. It was stated that the patient's pump was explanted due to it being damaged. The patient went through a security area where they used a wand and after that his pump never worked the same. A dye study was performed and the pump was "bone dry about 3 weeks from the time it was filled" meaning that "all of the dilaudid went into my spine like overnight."

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
Additional information received from the return paperwork from the manufacturing representative reported that the pump was replaced on (B)(6) 2016. The patient status was recovered without sequela. It was noted that the patient believed that the "wand" at (B)(6) caused the pump to malfunction. The pump and catheter were returned for analysis.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter.

Event description:
Information was received from the health care provider (hcp) via the manufacturing representative, regarding a (B)(6) year old male patient receiving intrathecal dilaudid 6mg/ml at 1.0982mg/day via an implantable infusion pump. The indication for use of the device was unknown. The concomitant medications and patient history were not reported. It was reported that there was a potential pump malfunction. The patient presented to the health care provider (hcp) office on (B)(6) 2016 with complaints of withdrawal symptoms. The pump was last refilled on (B)(6) 2016. Pump was interrogated, with no alarms or error message present. The patient reported they had just been to disney land where the pump was "wanded" for an extended period of time upon entrance into the park. The pump dose was increased from 1.0982mg/day to 1.2992 mg/day, and the patient was scheduled to return the following day for catheter study. On (B)(6) 2016, they were unable to aspirate the catheter access port to perform the dye study. The hcp then accessed the reservoir, expected reservoir volume was 12.7ml and the reservoir was empty. The pump was decreased to minimum rate mode, and the patient was scheduled for a system replacement on (B)(6) 2016. The issue was not resolved at the time of this report. The patient status at the time of this report was "alive- no injury."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.